Event description:
It was reported that high impedance was noted on lead. The lead was explanted and replaced. Patient's condition is reported good after the procedure.

Manufacturer narrative:
(B)(4).